Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, it was reported that the patient was very ill, hard to breath, unsteady on the feet, feeling dizzy and experienced high blood glucose level (24.0 mmol/l). Therefore, the patient got insulin flow blocked alarm at 03:03 am, 07:04 am and 07:05 am, respectively. They tried to treat the high blood glucose level by changing the infusion set (last changed on (B)(6) 2021) and gave a bolus. The patient's site location was right side of the abdomen. Subsequently, on the day of this report ((B)(6) 2021), at 07:15 am, the patient was admitted to the hospital with blood glucose level of 24.0 mmol/l and was tested for ketone level (2.2 mmol/l). During hospitalization, the patient received insulin intravenously as corrective treatment. After spending three hours, the patient was still in the hospital at the time of this report and current blood glucose level was reported to be 10.6 mmol/l. No further information available.